Event description:
It was reported that the PICC was placed (B)(6) 2020. On (B)(6) 2020 a leak was identified at the base of white hub. PICC line was discontinued.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Permanent kink impressions and discoloration were observed along both extension tubes. Mechanical damage was observed on both luer adapters. Necking was observed in both extension tubes near the luer adapters. Partially circumferential splits were observed in both lumens at the luer/tubing joints. This complaint file addresses the split observed in the clear extension tubing. The split in the purple tubing is addressed in complaint 1592588. Tactile inspection of the clear extension tube revealed tensile weakness in the vicinity of the luer/tubing joint. Microscopic inspection split in the clear lumen revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. Inspection of the red luer adapter revealed abundant mechanical damage consistent with manipulation using a grasping instrument such as hemostats or forceps. The fracture features were consistent with material failure due to repetitive mechanism stress at the luer/tubing joint. The material necking, tensile weakness and abundant mechanical damage indicated that device mishandling during access and maintenance likely contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was placed (B)(6) 2020. On (B)(6) 2020 a leak was identified at the base of white hub. PICC line was discontinued.